Manufacturer narrative:
Concomitant: product ID neu_ptm_prog, product type programmer, patient. Product ID 3093-28, lot# v347313, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. Their device ¿went crazy¿ two or three weeks prior to call. The patient walked funny due to a shocking in their upper thigh. The shocking came on gradually. There were no falls or traumas associated with the issue. The patient wanted the stimulator turned off. While on the call, the patient saw the poor communication screen. The patient was able to confirm that the device was off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.